Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026 under transthoracic echocardiogram (tte)it was determined that there was a single leaflet device attachment (slda) for second clip and the clip was no longer attached to the posterior leaflet. Patient had shortness of breath on the next day. Tr was grade 2 after slda.